Manufacturer narrative:
D10 concomitant medical product: maxtack30, motorized straight fixn device maxtack30 (lot#n5a1811uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic povh procedure, the tacker displayed a yellow light and began to fire all tacks in an uncontrolled manner, which did not stop until the batteries were removed. The device became stuck to the mesh after firing, requiring the surgeon to retract it. The uncontrolled unloading of all tacks occurred outside of the patient cavity. The last fired tack was attached well, and some tacks were able to penetrate and hold onto the tissue as intended. No device components disengaged into the patient cavity. A new device was opened to continue the surgery as planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. No tacks were visible in the shaft. Batteries were separated from the device. Functionally, the handle body was disassembled to reveal internal components. An external power supply was connected to the battery terminals 9.03v from power supply. It was connected to a representative asset and the red light did turn on solid red. The computer was connected to the circuit board and was extracted. The data was checked and revealed that the device completed seventeen tack deployments. The eighteenth tack deployment was attempted, but not completed. It was reported that the tacker fired tacks in an uncontrolled manner and some tacks were not able to penetrate and hold onto the tissue as intended. The reported issues were confirmed. The most likely cause was traced to a software issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.